Manufacturer narrative:
Analysis result: product name: novopen 4. Batch: vv40438. Technical, visual and functional examinations were performed. The device was disassembled. The device was tested with a random penfill cartridge and a new novofine needle mounted. It was not possible to observe any faults in connection with the piston rod washer. It may be difficult to attach the penfill cartridge holder to the pen due to damaged parts on the pen. Comment: company comment: rough handling of external influence under use may result in the damage or breakage of novopen4. The customer could experience an adverse event such as hyperglycemia if he is not aware of damage to the device and continue to use it. Novo nordisk recommends that devices with changeable needles are always stored without the needle attached. Any deviations from the recommended usage may affect the injected dose and could damage the device with subsequent injury to the pt. This fault has been found in two instances. Both times the customers identified the fault prior to use and no event was reported.

Event description:
The cartridge holder could not be attached precisely [device malfunction]. Case description: medical device info: class iib. This spontaneous case from (B)(6) was reported by a consumer as "the cartridge holder could not be attached precisely" and concerns a male pt using novopen 4 start date unk due to device therapy. Pt's height: unk. The pt experienced that the cartridge holder could not be attached precisely. The piston rod washer did not lock correctly, but diagonal. Upon analysing the returned product, it was evaluated that this could lead to hyperglycemia if the customer still uses the device. The outcome is not reported.